Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation noted invalid cardiac compass data on the cardiac resynchronization therapy defibrillator (crt-d). It was determined that this was due to a bit flip possibly from radiation exposure. The patient noted that they had not had any exposure to radiation. The device is functioning as intended, and remains in use. No patient complications have been reported as a result of this event.